Event description:
It was reported that stent fracture occurred. A 3.50x38mm promus premier¿ stent was advanced to treat the target lesion, however, the device was unable to cross the lesion and the stent struts broke during the delivery attempt. The device was then completely removed from the patient and the procedure was completed with a 3.50mmx32mm promus premier¿ stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).